Event description:
It was reported the 4.5mm cannulated screw set was used on a patient for a medial malleolus fracture. During the drilling over the wire about 5cm of guide wire broke and was stuck in the patient's tibia. This wire was unable to be retrieved without hindering fixation of the fracture. A 30-minute surgical delay was noted. The patient will have to return in 6 months to have the screws and hopefully the guidewire removed if able to be retrieved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.